Manufacturer narrative:
After battery installation, the device displayed a critical pump error (open book image) on the lcd screen due to signs of previous moisture presence and corrosion on electrical board especially around the battery connectors. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, and occlusion tests due to the critical pump error. Device received with a crack on the battery tube which starts at the corner of the belt clip rails. Also the middle (enter) keypad button is cracked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a broken force sensor was detected during seating or regular delivery on insulin pump. The customer¿s blood glucose level was unknown. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.